Manufacturer narrative:
The investigation into the reported low pump flows and placement signal issue was completed. The device was not returned for evaluation, but data logs were received. Analysis of the data logs showed the placement signal waveform was erratic with frequent spikes and concurrent, erratic, sudden drops in flow. After reviewing the clinical information, the root cause was most likely use-related since repositioning resolved the issue. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 60-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows. The clinical team reported that they observed numerous placement signal spikes and decreased flows, even though the motor current remained stable. The placement signal metrics did not match the patient's measured blood pressure. The following day, the pump was repositioned under echo imaging. After repositioning, all placement signal issues resolved. The patient remained hemodynamically stable. There was no reported harm to the patient.